Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the customer complaint for error message. The evaluation confirmed that there were char marks on the probe. The evaluation also found the teflon pad charred, worn and split, with metal exposed below the pad. Based on similar reports, a potential cause for the damage to both probe and teflon pad is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe and teflon pad: ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that at the beginning of total laparoscopic hysterectomy procedure, the device displayed a probe error code during cutting of tissue. The device also had a burn in the center of the probe. There was no reported patient injury or device fragment into the patient. The procedure was completed with a similar non-olympus device.